Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Through follow-up with the health-care provider, additional information regarding the event was provided. According to the operative report, the patient was brought to the operating room and placed into the supine position. General endotracheal anesthesia was induced. Transesophageal echocardiography confirmed the preoperative diagnoses of severe left ventricular dysfunction (estimated ejection fraction 20% to 25%), severe aortic stenosis due to bioprosthetic valve dysfunction, severe mitral regurgitation, and severe tricuspid regurgitation. A thrombus was also noted in the left atrial appendage. Cardiopulmonary bypass was begun. A transverse aortotomy was performed at the site of the old aortotomy. The bioprosthetic valve was visualized. There was calcification and complete immobilization of one of the bioprosthetic valve leaflets. The bioprosthetic valve was excised in its entirety. The pledgets from the prior implantation were also removed. A new edwards bioprosthetic valve was placed and seated well without evidence of perivalvular leak. Per the health-care provider, the reason for removing the valve was patient related.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 12 years. The reason for explanting the device was not provided. No further details were reported.